Manufacturer narrative:
Clinical evaluation, after primary rsa is performed under the guidance of the navigation system, the surgeon finds that the position of the glenoid component is suboptimal and different from the planned position. The x-rays provided confirm the malpositioning. The patient remains pain-free, has good function, and is satisfied with the outcome, but we cannot predict what the long-term outcome will be like, considering the actual implant position. R&d investigation, logfiles show that the bone registration was successfully completed. We cannot exclude the possibility that the tracker sensor shifted after registration. Potential contributing factors include suboptimal tightening of the target fixation on the coracoid, bone quality, and intraoperative manipulation of the fixation construct. Because no intraoperative values were saved during the procedure, it is not possible to definitively determine the root cause of the reported issue. The preparation and quality of the bone graft (both unknown, and not navigated by the nextar system) may also have contributed to the observed implant malposition. The superior glenoid screw appears to have been inserted with reduced inclination in order to remain within the available glenoid bone stock. Typically, screws of this type are placed at a steeper angle to optimize baseplate stability. In this case, the screw trajectory appears to follow the executed baseplate position, suggesting that the surgeon oriented the screw according to the actual placement of the baseplate. This supports the interpretation that the nextar system was accurately displaying the real-time position of the baseplate, which was ultimately positioned more superiorly than the preoperative plan. Batch review performed on 21 november 2025. Lot 2501923: (B)(4) items manufactured and released on 10 july 2025. Expiration date: 22 june 2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause, the most probable root cause is an unperceived intraoperative shift of the reference system or sensors after bone registration, potentially influenced by surgical manipulation or bone/graft conditions. No evidence suggests a defect in the implant or malfunction of the navigation technology.

Event description:
The 6 week post-operative x-rays show a malpositioning of the baseplate; it is positioned too high. The patient is currently pain-free and demonstrates acceptable mobility. Overall, the patient is pleased with the surgical outcome. The primary procedure was performed using nextar, and no issues or discrepancies were observed during baseplate positioning.